Event description:
It was reported to boston scientific corporation that a 6 fr open ended ureteral catheter was used during a procedure prior to colon resections for severe diverticulitis on (B)(6) 2012. According to the complainant, ureteral stents were placed uneventfully at the beginning of the procedure. The procedure was completed without any ureteral injury and the stents were removed at the end of the case. The general surgeon noted some mild hematuria at the time but nothing severe or unusual. Within eight hours, the patient had gross hematuria with clots and developed anuria within 12-18 hours. The patient was taken back to the operating room (or) for the placement of double j stents. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Please note: this report pertains to the first of two devices. Ref: #3005099803-2012-06444. Follow up with the complainant revealed there were two physicians at this hospital which had the reported problems of the catheters. There was nothing defective or unusual about the packaging for the ureteral catheters. The procedure was uncomplicated. The purpose of the ureteral catheters was to facilitate ureteral identification during complex colon surgery, therefore both ureters were catheterized. There was never a need to use two different catheters on one side. The ureteral catheters were placed uneventfully. The catheters drained fine during the case. Both catheters were removed at the end of the general surgery case by the general surgeon once he was sure he did not need them anymore. There was nothing unusual noted at the time of catheter removal. The problem was ureteral inflammation and obstruction after they were removed. The ureters showed irregularity and narrowing consistent with edema with some filling defects from clots. Within 12 to 24 hours the patient had gross hematuria and developed anuria. The patient returned to the operating room (or) within eight hours requiring bilateral double j stents. The patient recovered completely after a two to three week interval of indwelling double j stents bilaterally.